Manufacturer narrative:
The peritonitis event occurred on an unspecified date prior to (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by yellow/cloudy effluent. The cause of the peritonitis was not reported. It was reported the patient was admitted to the hospital transferred from another facility where they were previously diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin for the event (no further details). At the time of this report, the patient remained hospitalized "for observation" and the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.